Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level ranging from 39-53 mg/dl. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. Customer consumed carbs and potassium to address the bg. Customer was released from ER 2 hours later on the same day with the issue resolved and no permanent damage. Systems check with tandem technical support confirmed the pump is functioning as intended.